Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the 9800 system stopped taking live images even though x-ray beeper and live messages were displayed on left hand monitor. The system was rebooted and case was completed. No patient injury was reported.